Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).

Event description:
It was reported that healix advance knotless 4.75mm was used during the arthroscopic rotator cuff repair on (B)(6) 2017. When the surgeon inserted first anchor to the bone hole and applied tension to the string, it was found that there was a crack on the anchor. When the surgeon was rotating the second anchor after its insertion, there was a crack on the anchor. When the surgeon inserted the third anchor by inserting and removing it several times with the awl/tap, he felt great resistance, and there was a crack on the anchor. In the fourth try, the surgeon was able to fix the anchor by carefully and slowly inserting it. The patient was a (B)(6)-year-old male, who might have had a good bone quality. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The expiration date and date of manufacture have been updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints for this lot of devices with the product code that were released to distribution. A device history record review has been conducted and the results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).